Event description:
It is reported that patient underwent a revision due to dislocation. During revision surgery, a pseudo-tumor was noted in the joint, and black staining was noted on the stem taper. Dislocation at the liner was noted as well.

Manufacturer narrative:
This report will be amended when our investigation is complete.